Event description:
Reportable based on device analysis completed on 27mar2026. It was reported that a balloon leak occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified inner shunt forearm. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, it was noted that there was water leakage from the tip of the balloon before use. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 2mm distal from the distal markerband.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the athletis device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.